Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed

Event description:
It was reported that the sensors are defective. The lna was not aware of any replace sensor alarms or defective sensor notifications. No known impact or consequence to patient.